Event description:
It was observed during the device inspection, that the duodenovideoscope's forceps elevator did not turn down at all, there was a gap in adhesive area between server plug in and distal end, adhesive around light guide lens had a crack. In addition air water cylinder, air-water tube and knob wire exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.